Event description:
The patient was injected in the lips on two occasions, a total of 2.3 cc. The patient allegedly developed edema and abscess over a week later from the last injection. The patient initially refused treatment, but ultimately was treated with a medrol dose pack.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.